Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was missing. The coating of the grasping section was partially missing. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Based on the past similar cases, it was known that the coating of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a colorectal surgery, three devices were used. The tissue pad of the first device was separated. The tissue pad of the second device was worn. The intended procedure was completed with another device. Open circuit error, system connection error and esg communication error occurred in the procedure. There was no patient injury reported. This is the second one of two reports. On february 12, 2019, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was missing, the coating of the probe and the grasping section was missing. It was not reported that any fragments fell off into the patient. This is the report regarding the separation of the tissue pad, and the missing coating of the of the probe and the grasping section.